Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7075487.

Event description:
It was reported that the patient was not getting stimulation coverage to the correct area and was experiencing excessive lateral stimulation due to lead migration. It was mentioned that the physician had difficulty getting the midline placement due to the scar tissue present. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.